Event description:
It was reported to boston scientific corporation that a wallflex biliary stent was to be implanted to the common bile duct to treat an obstructive jaundice caused by cancer during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2025. During procedure, the operator monitored the alignment of the proximal and distal radiopaque markers under fluoroscopic guidance. Mild resistance was encountered during deployment, prompting repositioning and wire manipulation to ensure proper alignment of the markers. Deployment was initiated under combined fluoroscopic and endoscopic visualization. Unexpectedly, an early release of tension despite maintaining correct marker positioning and continuous fluoroscopic observation. Upon assessment, the stent was found to be fully deployed within the common bile duct (cbd), appearing short and proximally migrated, resulting in failure to achieve adequate biliary drainage. The likely contributing factors include excessive stent radial force, possible pre-loading under tension, or a defect in the delivery system. The stent was then removed from the patient. The procedure was completed using another of the same device. There were no patient complications reported as a result of the procedure.

Manufacturer narrative:
Block h6: imdrf device code a1502 captures the reportable event of stent positioning issue.

Manufacturer narrative:
Block h6: imdrf device code a1502 captures the reportable event of stent positioning issue. Block h11: the wallflex billiary stent was not returned for evaluation. Therefore, product analysis could not be performed. However, the documentation provided includes photographs of the stent. A media analysis was performed where it can be observed the device in the patient's anatomy. Media analysis could not confirm the reported event of stent positioning issue. There was no evidence shown on the documentation to confirm the event of stent positioning issue. As the device was not returned, there is not enough evidence to determine whether the stent positioning issue was due to the physician's device manipulation during the procedure or related to a device malfunction. Taking all available information into consideration, the most probable cause of the reported event is cause not established.

Event description:
It was reported to boston scientific corporation that a wallflex biliary stent was to be implanted to the common bile duct to treat an obstructive jaundice caused by cancer during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2025. During procedure, the operator monitored the alignment of the proximal and distal radiopaque markers under fluoroscopic guidance. Mild resistance was encountered during deployment, prompting repositioning and wire manipulation to ensure proper alignment of the markers. Deployment was initiated under combined fluoroscopic and endoscopic visualization. Unexpectedly, an early release of tension despite maintaining correct marker positioning and continuous fluoroscopic observation. Upon assessment, the stent was found to be fully deployed within the common bile duct (cbd), appearing short and proximally migrated, resulting in failure to achieve adequate biliary drainage. The likely contributing factors include excessive stent radial force, possible pre-loading under tension, or a defect in the delivery system. The stent was then removed from the patient. The procedure was completed using another of the same device. There were no patient complications reported as a result of the procedure.